Manufacturer narrative:
Device now available for evaluation on 3 june 2019. Device initially evaluated by manufacturer on 5 june 2019. Device evaluation: along the length of the outer sheath it appears as if it was scored and then the glidelight had perhaps poked through the sheath. Scoring would have been caused first and then the glidelight would have pushed through. Some damage also noticed towards the distal tip of the outer sheath. The glidelight device would not have caused the scoring. The device was subsequently taken for further analysis and the report of this analysis was received 12 june 2019. The 14f outer sheath had a very pronounced curvature from the distal tip, extending approximately 25% the length of the sheath. Also immediately apparent was a longitudinal break in the sheath that extended the same approximate distance; this break was nearly perpendicular to the outer surface. The bevel at the distal tip of the device was somewhat roughened up and gouged. The outer sheath was then examined using both light and electron microscopy and radiography, along with elemental, molecular, decomposition and thermal analytical techniques to exhaustively test the material properties and detection of any foreign material or contaminant that could have triggered the failure. The analytical data did not point to a definitive failure mechanism responsible for the break of the outer sheath; the data revealed no deviations with respect to the elemental, molecular, decomposition and thermal properties of the material. There was no apparent signs of an extrusion-related knit line that could have acted as a stress zone, giving rise to a brittle break. However, the data did validate that the device was manufactured per specification and the polytetrafluoroethylene (ptfe), with which the device is made, was within normal specification. No clear conclusion was reached to determined probable cause of the reported failure mode.

Manufacturer narrative:
Patient date of birth is unavailable. Manufacturer is anticipating the device will be returned but has not received the device.

Event description:
This report is being submitted due to the potential for injury with recurrence if the device's outer sheath were to break. A lead extraction procedure commenced to remove three leads: 2 right ventricular (rv) leads and one right atrial (ra) lead due to bacteremia. Spectranetics devices in use: 14f glidelight laser sheath, outer sheaths that comes in the glidelight package, sightrail, tightrail, and lead locking devices (lld). During the use of the 14fr glidelight with one of the two packaged outer sheaths that come with the laser in use, and during extraction of the rv passive lead, the glidelight appeared to be encountering snow plowed tissue in the innominate region. The outer sheath was then extended beyond the tip of the glidelight, and then the glidelight attempted to be advanced inside the outer sheath with the laser active. This was attempted several times without successful advancement of the glidelight; only the outer sheath would advance. The physician then attempted extraction of the other rv lead, and in the subclavian/innominate vein it was noted on fluoroscopy that the outer sheath and laser catheter no longer appeared concentric to each other. The glidelight was removed and the outer sheath was noted to have broken open in two different areas. The physician was concerned that the laser or outer sheath may have created some intravascular injury as a result of an image that appeared on fluoroscopy however nothing was evident. The glidelight device was confirmed to be fully functional; the outer sheath was removed and a second outer sheath was used. Due to a malfunction with the cvx-300 laser system which powers the glidelight device, an 11fr tightrail device was used for attempt at further lead extraction. The extractions of the ra and newer rv lead were successful; however the older rv lead did break and the lead remnant (approx 3-5 cm of lead including the tip) was left in the patient. The lead locking device used within the lead was removed prior to the rv lead being left within the patient. The patient survived the procedure.